Event description:
A user facility reported that after insertion of the intraocular lens (iol) it became dislocated. During the same procedure the iol was cut in pieces and removed. The surgical incision was enlarged to facilitate removal.